Event description:
It was reported that the patient was administered with topical type antibiotics (specific date and duration not reported) and the osia conversion as reported previously was performed under general anesthesia.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with serial antibiotics and steroid injections. The abutment was removed and once the site had healed an osia was attached to the retained implant on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on dec 31, 2021.